Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 5.0mmx40mmx40cm sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 30 second, the balloon ruptured. The procedure was completed with another 5.0mmx40mmx3.8x40cm sterling¿ balloon catheter. No patient complications were reported.